Event description:
During a procedure for a bunionectomy, the tip of two stardrive screwdrivers broke off. The broken tips were retrieved each time and retrieval was confirmed by x-ray. Another screwdriver from a different hospital was obtained to complete the procedure. Surgery was delayed approximately 40 minutes. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Subject device is an instrument and is not implanted. Investigation is ongoing; no conclusions can be drawn as no device was returned. Review of the manufacturing records has been requested.